Event description:
While the instrument was inside the abdominal cavity, the tip of instrument would not close properly, preventing it from removal through trocar. Instrument and trocar removed simultaneously. Davinci force bipolar 8mm; k10240307.